Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide is filed under a separate medwatch report number.

Event description:
It was reported that left common femoral arteriotomy closure was attempted using a proglide device after a peripheral arterial occlusive disease (paod) interventional procedure. The arteriotomy was 6fr. When the physician used the two proglides, there was no obvious blood flow from the marker lumen no matter how the devices were adjusted. Hemostasis was accomplished with manual arterial compression. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.